Manufacturer narrative:
Conclusion: upon return of the device for evaluation, the deployment wires had been completely removed from the lumen tubing so the deployment mechanism could not be evaluated.

Event description:
The stent deployed within sheath (uncoiled) during procedure prior to placing the stent. The physician stated, "the stent did not uncoil or unwind as it usually does." No patient injury reported.